Event description:
It was reported that patient presented for follow-up in clinic. Upon interrogation, it was noted that right atrial lead exhibited over sensed noise leading to inappropriate mode switch. The noise was reproducible upon generator change. The lead was capped on (B)(6) 2024 and replaced with new lead as a result. Patient condition was stable.